Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and replaced the single board computer (sbc) board. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One sbc board was returned to medtronic for further analysis. The board was installed into the failure investigation test ventilator and froze on the six-image screen, failing to complete the power on self test (post). The reported symptom of a blank screen could not be duplicated, but a secondary issue was found. The cause of the secondary observed symptom was a flash read error. The cause of the reported event could not be established. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the ht70 plus ventilator displayed a backup battery error. The patient was removed from the ventilator and replaced on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.